Manufacturer narrative:
The distributor reported for their customer that the AED is displaying a service code warning for 'start voltage/ end voltage ratio error' and the asi is blank. The battery pack has an expiration date of november 2026, and the maintenance schedule is not reported. Trouble shooting with the distributor: had the caller install a new 9v lithium battery, cleared the service code warning and the asi is flashing green. The caller requested a data card to be sent directly to the customer to download the log history file and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported for their customer that the AED is displaying a service code warning for 'start voltage/ end voltage ratio error' and the asi is blank. The customer did not report this event occurred during patient use.